Manufacturer narrative:
Medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced blood spatter/leakage. The following information was provided by the customer: when inserting the 1 st tube, hcp felt resistance. S/he pushed the tube bit strongly. The 2 nd drew blood, however it leaked. The issue occurred on the 3 rd tube too.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and a blunt non-patient end needle was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced blood spatter/leakage. The following information was provided by the customer: when inserting the 1st tube, hcp felt resistance. S/he pushed the tube bit strongly. The 2nd drew blood, however it leaked. The issue occurred on the 3rd tube too.